Manufacturer narrative:
(B)(6). Correction/removal reporting number: 2531779-03/24/2010-003-r. The pump was returned to animas and evaluated by product analysis on 05/03/2011. Evaluation revealed a broken force sensor pin. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed a broken force sensor pin. This report is being made based on the evaluation results.